Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated arctic sun device had shut off 4 times since they came on shift at 7pm and dayshift and they said it did it a couple times for them, but they did not call in for assistance. Nurse took screen shot of alarm which stated, primary and secondary outlet water temperature sensor differs by greater than 1c. Mss verified device was plugged into wall outlet. Nurse noted that they received alarm 79 (non-recoverable system error) which was related to a hardware issue with either outlet monitor temperature (t1) or outlet control temperature (t2) thermistor. Mss advised the nurse to send the device to biomed labeling as alarm 79 (non-recoverable system error). Mss confirmed that they did have another device, so that they could swap out the device for therapy. Per follow up information received on 16-sep-2022, there was no patient injuries, patient was switched to a different device. Biomed would like to send device in for assessment and for a possible tank harness replacement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated arctic sun device had shut off 4 times since they came on shift at 7pm and dayshift and they said it did it a couple times for them, but they did not call in for assistance. Nurse took screen shot of alarm which stated, primary and secondary outlet water temperature sensor differs by greater than 1c. Mss verified device was plugged into wall outlet. Nurse noted that they received alarm 79 (non-recoverable system error) which was related to a hardware issue with either outlet monitor temperature (t1) or outlet control temperature (t2) thermistor. Mss advised the nurse to send the device to biomed labeling as alarm 79 (non-recoverable system error). Mss confirmed that they did have another device, so that they could swap out the device for therapy. Per follow up information received on 16-sep-2022, there was no patient injuries, patient was switched to a different device. Biomed would like to send device in for assessment and for a possible tank harness replacement.